Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ag04. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the first stapler would not open after it was fired. Unknown how it was removed. A second like device was pulled and when it was fired only one third of the staples deployed. The device was "pulled"to free it from the patient. Pulling the device caused bleeding. Suction was used to remove the blood and a harmonic device was used to stop the bleeding. This process prolonged the procedure, however the time was not noted. The procedure was completed with a third like device with no patient consequences reported.